Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to corroded keypad traces. No button error alarms noted during testing. The insulin pump was received with cracked case at display window corners. The insulin pump was received with severely scratched lcd window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they received a button error alarm. The customer's blood glucose was 11.1 mmol/l at the time of incident. The customer stated that the alarm was unable to be cleared. The insulin pump will be returned for analysis.